Event description:
Vendor notified, has identified a mechanical issue based on the samples we have returned, and is investigating multiple root causes. ¿cannula tang was noted to be partially engaged with the outer housing. The device was disassembled, and internal parts were inspected. Upon disassembly, no anomalies were noted to the internal parts. Therefore, the investigation is confirmed for the reported failure to fire as only the stylet fired during the second attempt of firing the device into the chicken breast.¿ bard biopsy devices x 2 jammed/misfired during prostate biopsy bard max-core mc1825 lot#: rekt2118. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).